Event description:
It was reported that, "instrument handle cracked and piece came off. This was noticed only after washing, not during surgery."

Manufacturer narrative:
Final analysis found that measured data was lost when the battery voltage was reduced to 2.46 v or less. This was caused by a discrepant integrated circuit.